Event description:
A journal article was reviewed that contained information regarding this implantable cardioverter defibrillator (ICD). The ICD "successfully sensed ventricular fibrillation," however, defibrillation was "unsuccessful." The patient required external defibrillation. Six days later the patient returned for a procedure to place a single azygos (single) venous lead. Testing was done and the vf was sensed appropriately and terminated with a shock via the ICD. The patient recovered well and at a six-month follow up check, no episodes were detected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Correspondence was sent to the primary author/physician with no reply at the time of this report. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: case report of an anomalous single azygos venous coil insertion to reduce the defibrillation threshold in a patient with a right-sided deltopectoral ICD implant. Heart asia. July 18 2013;5(1):28-29. (B)(4).